Event description:
I am filing this complaint with the FDA against medtronic, a medical device company that provides me with insulin pump equipment and supplies which I require as a type I diabetic. I am looking for enough insulin pump supplies, so I can change my extended-wear infusion sets once every 4 ½ to 5 days instead of once every 6-7 days. This means that I require an additional 5 extended-wear infusion sets (a total of 20 extended-wear infusion sets) for a 90-day supply on an ongoing basis. Since september 2024, medtronic has refused to process the quantity of my extended-wear infusion set supplies for my insulin pump which was prescribed by my physician and was authorized by my insurance. Last year, medtronic provided me with a new insulin pump, a medtronic 780g, which I wear for blood glucose management. Especially during months with 80+ degree temperatures (in (B)(6) where I live ¿ that covers mid-march to mid-september), the efficacy of my pump insulin is reduced. In an effort to counter this problem, I started using medtronic's extended infusion sets and their extended reservoirs with my insulin pump. These items are meant for longer wear -- especially in hot weather. I have been using the extended-wear supplies regularly and have found them to be very helpful. They better preserve the insulin in my pump when compared to the standard-wear infusion sets and reservoirs that medtronic offers. I change out my supplies less often. The extended-wear supplies have significantly improved my quality of life as I can travel more freely without complication and can maintain optimal blood glucose levels more consistently. I can wear the extended-wear supplies typically for 4 ½ to 5 days at a time before they have to be changed out. This is a notable improvement upon my 2-day wear with medtronic's standard-wear pump supplies. However, medtronic refuses to process the extended-wear supplies for anything less than a 6-day change frequency. The explanation that various medtronic representatives have given to me in essence was that the FDA will not allow for a 90-day supply to be processed at less than a 6-day change frequency (i.e. 15 extended-wear infusion sets for that time frame). My physician, dr. (B)(6), prescribed the extended-wear supplies last year to be changed once every 4 days. This was to allow for enough supplies given that I sometimes have bruising and scabbing around the injection site when wearing the extended-wear supplies for greater than 5 days. I know medtronic has my physician's script on file. Dr. (B)(6) office advised me that they responded via electronic submission to medtronic's request regarding the 4-day change frequency on 09/10/24. After that, a medtronic supervisor named (B)(4) on their supply mgmt. Team confirmed that the script for the 4-day change frequency was on file. At that time, medtronic's support helpline processed an additional 8 infusion sets for a total quantity of 23 to account for the prescribed 4-day change frequency. This was done as a one-time "courtesy authorization". Otherwise, medtronic has not abided by the change frequency as outlined in the original order. In the middle of the quantity dispute, dr. (B)(6) office submitted a second script for a 6-day change frequency just to ensure that medtronic would not cease their supply shipments to me. I have tried very hard since (B)(6) of last year to make my extended-wear infusion sets last for 6 days, but I always struggle from about the 4 ½ day-mark (certainly the 5-day mark) onward. I shouldn't have to needlessly endure higher blood glucose numbers past the fifth day of wear. I ask for the FDA's intercession in ensuring that medtronic processes the additional 5 extended-wear infusion sets going forward for 90-day supply shipments. Please contact medtronic to resolve this matter. The extended-wear supplies are exclusive to medtronic, so I can't obtain similar supplies from a competitor. Patient codes: 1905, 1754. Device codes: 1506, 1480. Reference report: mw5175086.